Event description:
Patient emailed stating when they were checked in they were given a swab that was not sealed, and they realized now that it could have been contaminated as the results came back positive. Patient went on to state that they repeated the test at the same location twice: negative at california curative testing, jury duty parking lot, negative at california curative testing, berkeley adult school (rpcr). Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.